Event description:
Baxter (B)(4) received a report that an intermate's delivery tubing was separated from the housing before patient infusion. Allegedly, the tubing detached from the intermate at the junction where the tubing exists the intermate without the use of any force. Subsequently, the solution contained within the device emptied from where the tubing had reportedly separated. The device was filled with a solution containing 4500 mg tazocin in 100 ml saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: since the product code and lot number are unknown, a 510k number cannot be provided. The lot number was not provided. Therefore, a batch review could not be conducted. The device was reportedly available for evaluation per the customer; however, the device was never received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.